Event description:
A malfunction was reported, identified as malf 16, and it did not have any adverse impact on the customer's blood glucose level. The pump was covered under warranty, and technical support decided to replace it. There was no backup therapy available, so the customer was advised to contact a healthcare professional. Instructions were given to the customer on how to put the pump into storage mode and to return the malfunctioning pump within 10 days using a pre-paid label.